Event description:
Following a laparoscopic anti-reflux procedure utilizing the linx device, a patient experienced dysphagia leading to linx device explant. Anti-reflux procedure and linx device implantation occurred on (B)(6) 2013. Dysphagia first reported as of (B)(6) 2013. Uneventful device explant on (B)(6) 2013 due to ongoing symptoms. Device found in the correct position and geometry. Subsequent nissen fundoplication performed at time of device explant. Patient is satisfied symptoms have been resolved.